Manufacturer narrative:
DHR, quality notification and maintenance were checked and no non-conformances were found related with this failure about the needle assembly and packing machine. Pictures and sample of the product complaint were sent by the customer confirming the defect. The manufacture processes are validated in accordance with the defined acceptance criteria. During the manufacturing process, visual inspection is performed each 02 hours in 40 pieces in the packaging step. In the same way, visual inspection is performed each 02 hours in 50 pieces in the assembly process. During those inspections described is possible to detect both occurrence. If some quality issue is found, the interval of batch is blocked, one quality notification is raised until the final decision by quality team. As preventive action the defect identified by this complaint will be monitored. The defect needle pulled out of hub occurred due to a molding process. The flash at the top hub diameter does not let the epoxy reach the cannula diameter. Without epoxy in the cannula diameter, the cannula is released and down the inner shield, resulting in the needle pulled out of hub.

Event description:
It was reported that the needle was out of hub and attached to shield with a bd needle precisionglide¿ 24x3/4in. The following information was provided by the initial reporter, translated from portuguese to english: "I opened the package and connected the needle in the vaccine syringe. When removing the shield, the hub is missing the needle, the needle is attached in the shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was out of hub and attached to shield with a bd needle precisionglide¿ 24x3/4in. The following information was provided by the initial reporter, translated from (B)(6) to english: "I opened the package and connected the needle in the vaccine syringe. When removing the shield, the hub is missing the needle, the needle is attached in the shield."